Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint was reopened upon receiving patient medical records including x-rays. The x-rays were reviewed for implant disassociation and implant fracture as per wi-7915. No anomalies were noted ((B)(4)). There were no further changes to the original investigation report. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Information received from (B)(4). Formal claim received regarding pinnacle/corail hip implant revision. Reason for revision confirmed as pain. Findings during revision include large metal stained effusion, significant solid pseudotumour and metallosis.